Event description:
I had to switch from the dexcom g6 to the dexcom g7 and this product is terrible. Consistent inaccuracies, and it's linked to my insulin pump. The insulin pump and cgm is a close-looped system so the pump will make insulin dosage decisions based off of the reading from the cgm. Consistently, the readings from the cgm g7 do not match blood sugar readings. This is extremely dangerous as a type 1 diabetic who is insulin dependent! I have seen numerous issues of this with other people using the g7 too. Why was this approved as safe to use? By day 3 (out of the supposed 10) the sensor readings were all over the place and eventually failed so I had to change it. So disappointing. The g6 never had spiky graphs and mismatched readings. I felt safe. I could rely on it. I wasn't having to prick my fingers every hour to make sure it was staying accurate!!! My blood sugar generally does not fluctuate quickly like that, and the g6 reflected that. However, the g7 makes it seem like popcorn, the readings are spread all over the place. Last night in particular, it read I was 220 with a slight up arrow. The very next reading said 45. Explain how that makes any sense? I've also noticed it will have a smooth graph for about 1/2 an hour and actually be within the 20% discrepancy range of readings, then completely jump up or fall down to a totally different reading, no longer accurate like it was. It's stuttery, unreliable, inconsistent, and inaccurate. None of these traits make a good cgm nor should any type 1 diabetic be used this as a method for being healthy.